Manufacturer narrative:
H.6. Investigation: no photos or samples were received. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information about the packing used to ship material to end user. Also, as part of the investigation a review of customer complaint records was performed according with the cc¿s records, two additional complaint was received through the last twelve months for the same part number and issue. In this previous complaint it was concluded that due to the lack of information it was not possible to determine this issue as failure mode related to the manufacturing process.

Event description:
It was reported that sharps coll 1qt red was missing the lid. The following information was provided by the initial reporter: during inspection, it was found that there was no lid.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 1qt red was missing the lid. The following information was provided by the initial reporter: during inspection, it was found that there was no lid.